Event description:
A report was received that the patient had infection at the ipg and lead sites. Symptoms were redness at the incision site and fever. The patient was also admitted in the hospital when the fever was not relieved. The patient was administered antibiotics and did well. The physician believed that the infection was deeper and was neither device nor procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had infection at the ipg and lead sites. Symptoms were redness at the incision site and fever. The patient was also admitted in the hospital when the fever was not relieved. The patient was administered antibiotics and did well. The physician believed that the infection was deeper and was neither device nor procedure related.